Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (4) loose 1/2cc syringes. Customer states that the needle hub separated when shield was removed and shield was difficult to remove. All returned syringes were examined and 3 out of 4 samples were returned without the hub-needle/shield assembly. The remaining sample was tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.64 lbs. Unable to perform DHR check for needle hub separates and shield does not detach as intended due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that during use with 4 relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated when shield was removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with 4 relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated when shield was removed.